Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and was emitting a constant tone. The ICD was removed and replaced.